Event description:
It was reported that the patient with this pacemaker had exhibited swelling with fluid discharge at the implant site. The technical services (ts) referred the patient to the physician. There were no additional adverse patient effects reported. This pacemaker remains in service.